Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The battery out limit or low battery alarm were both unable to be verified due to button/keypad anomaly. There was no moisture damage found inside the insulin pump. The device was received with cracked display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and scratches on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and low blood glucose levels. Customer's blood glucose level was 45 mg/dl. Customer treated their low blood glucose with orange juice. Troubleshooting for the button error alarm was performed. Customer advised they had worked out and were sweating which may have resulted in fluid exposure on the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.